Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that the keypad on their device was intermittently not functional following the use of the nibp function. This could prohibit the delivery of defibrillation energy, if needed. There was no report of any patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed interface pcb assembly and determined that the cause of the reported device issue was due to a failure of an integrated circuit chip, designator u5.